Event description:
It was reported during a remote follow up that the right ventricular lead exhibited low pacing impedance. The lead was capped on (B)(6) 2021 and successfully replaced. The patient condition was unknown.